Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent high blood glucose above 200 mg/dl on the first day of ilet use and expressed concern that the device was not delivering insulin; review of available data indicated the ilet delivered corrective doses and modulated insulin as glucose trended down, and the user was counseled on the learning period and best practices while using a teflon 23" inset. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included review of device-reported dosing behavior and user counseling on appropriate operation. Investigation of this case revealed no device malfunction was identified, with insulin delivery behavior consistent with algorithm learning and corrective dosing; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.